Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) noise that was being oversensed by the farfield signal which resulted in inappropriate stored atrial tachy response (atr) episodes. Isometrics was performed and the noise could not be reproduced. Technical services discussed programming options. At this time, the ICD and this ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).